Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported that during a generator replacement, an insulation breach was noted on the right ventricular (rv) lead. The rv lead was electively capped and replaced on (B)(6) 2023. There were no adverse health consequences, the patient was stable.